Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as it was too high making it difficult for the patient to pump up the device. No patient complications were reported.